Manufacturer narrative:
CAPA remediation.

Event description:
Chest seroma. The patient had been doing some heavy lifting after implant and the seroma resulted. The surgeon, dr. (B)(6), evacuated the seroma in office and sent the patient home. The physician confirmed that the seroma was resolved.